Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Reviews of the complaint history, documentation, drawing, manufacturer¿s instructions, specifications, and quality control were conducted during the investigation. The visual inspection of the returned package confirmed that one outer sheath from the micropuncture transitionless stiffened cannula access set was returned for investigation. The outer sheath was completely detached from the hub and elongated 8mm. Biomatter was present, the end hole was out of round, no kinks were noted, and the hub was undamaged. Sheath material was present in the hub suggesting that sheath separation had occurred. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. It should also be noted that an IFU is not provided with this device. Based on the information provided and no product returned, investigation has concluded that this event cannot be traced to the device but instead to the patient¿s condition. Reportedly, the patient presented with heavily scarred anatomy, leading to resistance during the procedure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a (B)(6) male patient was undergoing a procedure for "mesotaric" ischemia using a micropuncture transitionless stiffened cannula access set. Femoral access was gained through the heavily scarred groin; resistance was felt upon insertion and removal. The physician reported it was very difficult to remove and the hub separated from the outer portion of the dilator. The dilator and hub were removed from the wire and the procedure was successfully completed. No catheter material was left inside the hub. According to the initial reporter, the patient did not experience any adverse effects or require additional procedures as a result of this occurrence. No portion of the device remained in the patient's anatomy.